Event description:
It was reported that shaft break occurred. The target lesion was located in the right circumflex artery. A 32 x 3.00 promus premier drug-eluting device was selected for used. However, during procedure, the stent shaft broke. The procedure was completed with another of the same device. No patient information were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts from the most proximal strut row lifted and pulled distally. The undamaged stent outer diameter was measured using snap gauge and the result was is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink 68.6cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the right circumflex artery. A 32 x 3.00 promus premier drug-eluting device was selected for used. However, during procedure, the stent shaft broke. The procedure was completed with another of the same device. No patient information were reported.